Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer had blood glucose of 444mg/dl and 366mg/dl previously. The customer reported that she took insulin and customer has air bubbles. The customer wanted to replace infusions set. The customer decline troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.